Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd japan received sixty (60) samples and a photo for investigation. The photo was reviewed and showed customer draw volume study results. Twenty (20) of the samples were randomly selected and evaluated by functional testing. No issues were observed relating to underfill as all samples met specifications. Additionally, twenty (20) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the tubes didn't draw enough volume of blood."